Event description:
It was reported " the package wasn't sealed properly. It was sealed on not only the package but also the product inside." Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.